Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that the patient reported that the battery was ¿not working anymore.¿ it was noted that the patient did not provide any further detail/clarification. The hcp had called to inquire if the patient was eligible for an MRI of the cervical spine and shoulder. Information was reviewed. Troubleshooting was not performed, there were no patient symptoms reported and there were no further complications reported.